Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Priming problem: the cause of the purge system stopped alarm was not determined due to no product returned, data logs not recovered, and insufficient clinical details.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old female patient who experienced a purge cassette issue with a red alarm stating ¿purge system stopped.¿ purge fluid was observed exiting the catheter prior to insertion. The impella cp was initially placed in the left ventricle, then removed, flushed, and reinserted; however, the purge system did not resume despite the pump running at p9. Alarm troubleshooting and purge de-airing per on-screen instructions were unsuccessful. The purge cassette was removed and replaced during the procedure, which resolved the issue with no further alarms. The original purge cassette was retained, and a replacement was requested.